Manufacturer narrative:
Kerr, nathan, et al. "Ab interno gel implant¿associated bleb-related infection." The american journal of ophthalmology, elsevier inc., vol. 189, no. 10, 2018, p.96-101. (B)(4). The reported events of inflammation/irritation, vision loss, bleb-related leakage, high intraocular pressure, blebitis and ocular pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Multiple requests for further information have been made. Allergan has received no response from the authors. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Reported events of red and painful, decrease in visual acuity, bleb leak, uncontrolled iop, and blebitis were noted in the article "ab interno gel implant¿associated bleb-related infection". The american journal of ophthalmology, elsevier inc., vol. 189, no. 10, 2018, p.96-101. This record is for the first case. See MFR # 3011299751-2019-00017 for the 2nd case and see MFR # 3011299751-2019-00018 for the 3rd case.